Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was it used to take 1.5 hours or a little less to recharge the ins but now it took a little less than 6 hours to recharge the ins. When agent asked for event date pt noted they use to struggle to get into a charging position and it got worse on saturday. During call pt verified no damage to the rtm or to the controller charging port. Pt reset the controller and when they attempted to recharge the ins they got recharging excellent. Pt will monitor ins charging and call back if issues persisted. Agent did not update pts address since pt was currently in a hotel in the united states and their residence was still in mexico. Call was taken with a spanish interrupter. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.